Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event not be confirmed in the laboratory. No anomalies were found.

Event description:
It was reported that the lead exhibited low sensing, high threshold, and noise issues resulting in inappropriate shocks being delivered. Clavicular crush was suspected. The lead was explanted and replaced.